Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A patient's light adjustable lens+ (lal+, sn: (B)(6) was implanted in the patient's right eye on (B)(6) 2024. The patient did not return to the clinic for 9 months after on (B)(6) 2024. At the time, the patient had only one light adjustment and no lock-in treatments. Upon returning to clinic on (B)(6) 2025, the patient complained of an abrupt change in vision and halos. On (B)(6) 2025, approximately 12 months after the implant surgery, the lal+ was explanted. A new light adjustable lens was implanted as a replacement.